Event description:
According to the reporter, the patient experienced an acute allergic reaction immediately following hydromark implantation, presenting with tongue and throat edema and localized redness at the site. Emergency response was initiated, and the patient was transported to the emergency room (ER). The patient was given epinephrine in the breast center and again later that evening in the ER. Symptoms resolved within hours but recurred approximately 12 hours later and on two subsequent occasions. The patient was prescribed corticosteroids to manage the symptoms. No marker removal is planned as the lesion is benign. Additional information: patient has alpha-gal syndrome (ags) and inquired whether polyethylene glycol (peg) contains mammalian-derived components. The marker was implanted by direct puncture. The marker applicator was discarded after use. The problem occurred after the procedure. The procedure was completed with the reported marker.

Manufacturer narrative:
According to the reporter, the patient experienced an acute allergic reaction immediately following hydromark implantation, presenting with tongue and throat edema and localized redness at the site. Emergency response was initiated, and the patient was transported to the emergency room (ER). The patient was given epinephrine in the breast center and again later that evening in the ER. Symptoms resolved within hours but recurred approximately 12 hours later and on two subsequent occasions. The patient was prescribed corticosteroids to manage the symptoms. No marker removal is planned as the lesion is benign. Additional information: patient has alpha-gal syndrome (ags) and inquired whether polyethylene glycol (peg) contains mammalian-derived components. The marker was implanted by direct puncture. The marker applicator was discarded after use. The problem occurred after the procedure. The procedure was completed with the reported marker. Additional good faith effort response noted that the marker was not removed from the patient. A review of the device's materials and specifications verified that no polyethylene glycol (peg), that contain mammalian-derived components, are used in the implanted device. The device in question was not returned for evaluation. Based on the information currently available the probable root cause is a foreign body reaction. The current instructions for use (IFU) states the following: "although low, a potential for foreign body reaction is possible with the use of hydromark¿ markers. As with any implanted device, the physician should monitor the patient for any signs of irritation, reaction or infection following the surgical procedure and treat accordingly."